Event description:
Complainant alleged that during training by a distributor, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for valuation, and this complaint is still under investigation.